Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2020) is considered to be a best estimate. Addendum: this supplemental emdr is submitted to document additional information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: (B)(6) 2021 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st patch. Per operative notes, ¿an umbilical flap was raised separating the hernia sac from dermis. An underlay ventralex st patch was placed under the fascia and closed using sutures.¿ (B)(6) 2024 ¿ patient had umbilical cellulitis, intra-abdominal fluid collection thereby underwent ir drainage of abdominal fluid collection. (B)(6) 2024 ¿ patient had pain and diagnosed with infected ventral hernia mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿the mesh in the abscess was not incorporated within fascia. The mesh was removed in its entirety along with abscess above the infected umbilical skin. The adhesions were separated out.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2020) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2021 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st patch. Per operative notes, ¿an umbilical flap was raised separating the hernia sac from dermis. An underlay ventralex st patch was placed under the fascia and closed using sutures.¿ (B)(6) 2024 ¿ patient had umbilical cellulitis, intra-abdominal fluid collection thereby underwent ir drainage of abdominal fluid collection. (B)(6) 016 ¿ patient had pain and diagnosed with infected ventral hernia mesh thereby underwent open repair with the removal of mesh. Per operative notes, ¿the mesh in the abscess was not incorporated within fascia. The mesh was removed in its entirety along with abscess above the infected umbilical skin. The adhesions were separated out.¿